Event description:
It was reported that the patient presented to the hospital for a scheduled generator change procedure. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in multiple inappropriate mode switch episodes. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.